Manufacturer narrative:
H6: imdrf device code a0402 captures the reportable event of balloon burst.

Event description:
It was reported to boston scientific corporation (bsc) that a cre pulmonary balloon was used in a procedure performed on (B)(6) 2023. During the second use of the balloon in the procedure, as it was being used in a non-bsc tracheal silicon stent to raise it by one centimeter, the balloon burst. The procedure was completed with another cre pulmonary balloon. There were no patient complications have been reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.